Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint unconfirmed, power supply functioned. However, the serial number and lot number of the capacitor 17jx3m, require replacement. Physical damage was found to the top cover, bottom cover, bezel, lcd touch screen, and both door covers. The software label needs to be updated from v1.10 rev. 33 to v1.10 rev. 38. The serial label needs to be replaced and there are 4 missing bumpers and 1 missing molex cap. See vendor evaluation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via (B)(4) that an ar-6480 pump is outflowing fluid at a non-uniform rate. This occurred during use in a case with no patient effect.